Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Customer reports a 500ml bag of an unidentified medication was programmed to infuse at 10ml/hour; approximately 3.5 hours later the bag was empty. The device total infused volume recorded for that time period was 33ml. There was no harm to the patient as a result of this event.

Manufacturer narrative:
The customer¿s report of an over infusion was not confirmed. Physical inspection of the pump module showed no anomalies. Rate accuracy testing showed the device was infusing within specification. Analysis of the pump module logs shows that on (B)(6) 2015 at 4:12am, the user programmed an infusion for a rate of 10 ml/hr and a vtbi of 990 ml. One minute later, the user paused the device; the door was opened and closed and the infusion was restarted. At 7:31pm the user paused the module and channeled off the device 6 seconds later. The total infusion time was approximately 3 hours and 18 minutes with the total volume infused calculated as 33ml. The root cause of the reported event was not determined.